Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. According to the reporter: the reload would not close on the tissue. The second reload cut tissue, but the surgeon was unsure if staples line formed correctly due to heavy bleeding. The surgeon switched to an open procedure and was able to manually tie off the area. Delay time reported was reported as 45 minutes.